Event description:
Distal transverse screw fractured as part of a pedinail im nail, 8mm diameter x 32mm long construct. Broken transverse screw was discovered via x-ray at 2 month follow up. Patient did not present with pain or any symptoms. Status of healing at the osteotomy site at the callus formation b ut no loss of rotational was minimal callus formation but no loss of rotational correction. The nail was replaced because the patient established an symptomatic nonunion as of (B)(6) 2015 (10 months post-surgery).

Manufacturer narrative:
Patient found to be vitamin d deficient.